Event description:
Customer reports the interconnect cable connector is difficult to connect. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable plug. System operates as intended.